Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was beeping and received power error detected alarm. The customer was not able to clear the alarm. Customer also stated display of insulin pump flashing. The customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank flashing display due to moisture damage on the electronic assembly. Also, device received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unable to verify for pump error 25 and missing segment or partial display anomaly due to blank display.